Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter: the consumer reported a brown substance on the plunger of a syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter on plunger rod on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. 2a. Samples returned - customer returned (1) loose 3/10cc 8mm syringe. Customer states that there is a brown substance on the plunger rod. The returned syringe was examined and exhibited dark material on the surface of the plunge rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood and insulin mixed with silicone. Root cause is user related as the blood and insulin would not have been acquired during the manufacturing process. 3. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.